Manufacturer narrative:
(B)(4). Evaluation, method: (films); evaluation, results: inherent risk of procedure (death, blood loss), patient¿s condition affected effectiveness of device (pre-operatively ruptured aneurysm), unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm); evaluation, conclusion: known inherent risk of a procedure (death, blood loss), device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), off¿label unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported; however, it was reported that the patient presented with a ruptured aaa measuring approximately 8.5cm in diameter. The patient has admitted urgently and then transferred to another facility (seven hours later). The patient had a CT were they found a leaking aaa. The physician treated the patient by implanting the endurant stent grafts. The patient received 4 units of blood and ffp throughout the procedure. When the physician proceeded to close the groins, the patient¿s blood pressure started to drop and the belly became very tight. The patient was then transferred to the recovery unit. Once in recovery, the patient¿s blood pressure continued to drop and the physician opted to release the pressure on the patient¿s belly by opening to relieve the compartment syndrome. The patient expired due to blood loss and not related to the stent grafts. A review of returned films pre-implant confirmed a large, ruptured aaa. The right common iliac was also aneurysmal. Images during implant were not provided.